Event description:
The complainant reported that a patient developed some oozing at the pump access site after implantation of an impella cp. Manual pressure was applied and blood products were given to manage the condition. The following day, an alarm appeared indicating a leak in the purge system. The purge fluid was increased and the issue resolved. The patient survived.

Manufacturer narrative:
A2 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding major was most likely a use-related issue since the repo sheath was not properly placed with angle matching per clinical details. Purge leak - pump: the root cause of the purge leak - pump was not determined since no product/logs were returned.